Event description:
It was reported the patient was treated in the facility in (B)(6) 2023, and was diagnosed with "t lymphocyte and myeloid mixed phenotype acute leukemia" at that time. After being discharged from the hospital, he regularly went to the PICC outpatient clinic of the another facility for maintenance. On the morning of (B)(6), the patient found that the catheter had blood return after changing the dressing in the outpatient clinic, and the nurse immediately flushed the catheter again, and the patient was discharged after confirming that there was no blood return, and on the morning of (B)(6), the patient found that the catheter had blood return again, and immediately sent the patient to the outpatient department of hematology for treatment. Due to frequent blood return, the patient and his family suspected that the PICC catheter was defective and requested immediate removal. Before extubation, the doctor and nurse informed the patient and his family that there was a possibility of catheter clipping syndrome and disconnection, and the patient and family members expressed their understanding. The patient was removed by the medical staff in the hematology treatment room, the extubation process was smooth, the length of the extracted tube was found to be incomplete, the catheter was broken at 23cm, the section was concave and uneven, the patient complained of no discomfort, the nurse immediately reported to the doctor on duty and the head nurse, and sent the patient for chest anterolateral digital photography (dr) examination, the results showed that the catheter in the body straddled the left and right pulmonary arteries.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation